Manufacturer narrative:
Eval summary (follow-up #1): qa analysis revealed that the unit was returned without the stent. The balloon does not appear to have been inflated due to it's condition. There was no damage noted to the c-flex or guide wire shaft. Both the outer diameter of the tip and c-flex junction were measured and found to be within spec. Quality engineering did not observe any obvious damage to the catheter and there was no reported device damage or stent movement during device preparation. It was reported that the anatomy was 80% occluded with mild tortuosity and calcification. It is possible that the stent caught on a piece of calcium, which caused the stent to loosen on the balloon, facilitating separation. No corrective action will be implemented. All stent delivery sys are inspected on-line to ensure that each stent is securely mounted to it's balloon. The device mfg records were reviewed and no abnormalities were found with a relationship to this issue. This MDR is considered closed by the qa dept.

Event description:
It was reported that while attempting to deploy a stent in a rca lesion, the delivery sys would not cross the lesion. The delivery sys was removed and the stent was noted to be missing. The stent's location was unk. No attempts to retrieve the stent were reported. Reportedly there was no pt sequelae associated with this event.